Event description:
It was reported the front end of the case is cracked near the connectors. The epg (external pulse generator) was returned to the manufacturer for repair, analyzed and tested out of specification. No patient involvement was reported.

Manufacturer narrative:
This report is based solely on device return and analysis. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) upper and lower cases, side bail covers, ring cover, output connectors, and battery drawer are broken. Battery release is contaminated. Lead flex cover is corroded. Side bails and ring are missing.